Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 6. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced six events where infusion sets cannula were not staying in skin on (B)(6) 2025. The events occurred three or more hours after insertion. The infusion sets were in use for 24 hours.the insertion sites were abdomen, leg, arm and buttocks. The blood glucose level was 530 mg/dl and the patient was treated with correction injection via multiple daily injections (mdi). Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.